Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. However, it is likely that a defective main board led to the malfunction, resulting in the front panel switch not working intermittently. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii xenon light source power switch does not light up. The issue was found during maintenance and there was no patient or procedural involvement associated with the event. Device evaluation found the front panel switch is not working intermittently due to a defective main board. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: the power switch does not light up due to defective main board. Additionally, the top cover had poor appearance, heavy dust inside the unit, lens found foggy, and socket found deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.